Event description:
Healthcare professional also reported "particles in valve¿.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified an opening, crease flat, white particles. Leak test was performed and found an opening on posterior and radius. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool on posterior and radius side. The fill test inspection was performed the result is no blockage. Based on the device analysis the final assessment is a striated edge openings on posterior and radius side due to surgical damage. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right-side deflation. Device was explanted.